Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during fill 3. The home patient (hp) stated the bag fell off the hc and disconnected. The baxter technical service representative (tsr) had the hp close all the clamps. The tsr explained the alarm. The hp would tell his registered nurse (rn). The tsr had the hp cycle power to get se 2367 and again to clear the alarm. The hp would start with new supplies. The call completed and new supplies would be used. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2012. Per the hp, he was able to continue therapy after starting over with new supplies. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention was reported. The hp stated no adverse events resulted from the falling bag or any other aspect of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag fell and disconnected'. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.